Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported four cases had leaky primary incisions during laser assisted cataract procedures. Upon follow up, the reporter indicated gel was used to stop the leaking. Patient is doing well.

Manufacturer narrative:
The field service engineer (fse) visited the site and found the system to meet specifications for the reported event of corneal wound leakage; however, for the reported event of universal serial bus (usb) drive issue, a non-conforming usb drive was found and thereafter replaced. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause for the reported event of usb issue can be attributed to nonconforming usb drive. The root cause for the reported event of corneal wound leakage cannot be determined conclusively. (B)(4).